Event description:
It was reported a patient had a yeast infection. Upon follow up, the patient's hemodialysis (hd) nurse spoke with the patient who was receiving hemodialysis at the associated clinic. It was stated the patient was on peritoneal dialysis (pd) with another company (not fresenius) over 13 years ago. The nurse/patient confirmed the reported yeast infection was not related to fresenius products and was associated with the pd catheter (not a fresenius product). Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).